Event description:
False low blood glucose results. (Used one touch ultra 2 meter and test strips from life scan, inc. (B)(4)) -- purchased from (B)(6) pharmacy, (B)(6). Lot no: 3112626; exp date: 08/01/2012. Frequency: check blood glucose twice daily.